Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing and high thresholds. The physician postulates exit block as cause of increasing threshold. Pacing output was increased to ensure consistent capture and the lead is scheduled to be replaced. No patient complications have been reported as a result of this event.